Event description:
The customer reported to olympus, during preparation for use, it was not possible to ¿send air or water¿ with the evis lucera elite colonovideoscope. Subsequently, the intended procedure was completed using another large intestine scope. Upon inspection and testing of the returned device, it was observed, a gel-like foreign substance was in the nozzle. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, a gel-like foreign substance was observed in the nozzle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the foreign substance which was clogging the nozzle. A definitive root cause for this issue was not established. However, it is probable that the foreign substance (possibly an ester or a fatty acid) was an environmental contaminant that was insufficiently removed/cleaned from the device. Olympus will continue to monitor field performance for this device.